Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the dreamtome¿ rx 44 did not work. The active cord and generator were changed; yet, the dreamtome¿ rx 44 did not work. Another dreamtome¿ rx 44 was used and ¿everything worked.¿ the procedure was completed with the second dreamtome. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.